Event description:
During service by baxter, failure code 570:320:844:0000 was found. According to the hospital representative, no injury or medical intervention had been reported related to the device.